Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic,dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and lymphadenopathy ("lymph node swelling in groin area"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, urinary tract infection, fatigue, headache, nausea and lymphadenopathy outcome was unknown and the metrorrhagia and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, lymphadenopathy, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for chronic ,dysmenorrhea (cramping). New events: dyspareunia (painful sexual intercourse),pelvic/ abdominal pain , metrorrhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding), , uti, fatigue, headaches, nausea,lymph node swelling in groin . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Event: injury were updated to chronic ,dysmenorrhea (cramping). New events: dyspareunia (painful sexual intercourse),pelvic/ abdominal pain , metrorhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding), psych injury, uti, fatigue, headaches, nausea,lymph node swelling in groin area were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture- right essure'), pelvic pain ('pelvic pain female/ pain'), procedural haemorrhage ('complications at the time of essure placement- bleeding for a short period') and genital haemorrhage ('abnormal bleeding (general)/ excess bleeding') in an adult female patient who had essure (batch no. 810875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence, gallbladder disease nos, depression and atony of bladder. Previously administered products included for contraception: ortho novum from (B)(6) to (B)(6) ; for bladder infection: antibiotics. Concurrent conditions included cystitis interstitial and urethritis. In (B)(6)2011, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), lymphadenopathy ("lymph node swelling in groin area/ lymph node swelling in groin area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic,dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), abdominal pain lower ("low abdomen pain/ cramping"), back pain ("low back pain") and pain in extremity ("occasionally upper legs pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the device breakage, pelvic pain, procedural haemorrhage, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, urinary tract infection, fatigue, headache, nausea, lymphadenopathy, vaginal haemorrhage, hypersensitivity, allergy to metals, abdominal pain lower and pain in extremity outcome was unknown and the metrorrhagia and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, lymphadenopathy, menorrhagia, metrorrhagia, nausea, pain in extremity, pelvic pain, procedural haemorrhage, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for chronic ,dysmenorrhea (cramping). New events: dyspareunia (painful sexual intercourse),pelvic/ abdominal pain , metrorhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding), , uti, fatigue, headaches, nausea,lymph node swelling in groin . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: the left fallopian tube is occluded.there may also be fracture at the proximal end of the right essure device.. Imaging procedure - on (B)(6)2012: bilateral occlusion. X-ray - on an unknown date: bilateral and symmetrical placement of the essure was on both sides.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lymphadenopathy most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (general), abnormal bleeding (vaginal), allergic or hypersensitivity reaction, nickel allergy, low abdomen pain, low back pain, occasionally upper legs pain, complications at the time of essure placement- bleeding for a short period. Event per mr: device fracture- right essure. Lot number, medical history and concurrent condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture- right essure'), pelvic pain ('pelvic pain female/ pain'), procedural haemorrhage ('complications at the time of essure placement- bleeding for a short period') and genital haemorrhage ('abnormal bleeding (general)/ excess bleeding') in an adult female patient who had essure (batch no. 810875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence, gallbladder disease nos, depression and atony of bladder. Previously administered products included for contraception: ortho novum from (B)(6)to (B)(6); for bladder infection: antibiotics. Concurrent conditions included cystitis interstitial and urethritis. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), lymphadenopathy ("lymph node swelling in groin area/ lymph node swelling in groin area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic,dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), abdominal pain lower ("low abdomen pain/ cramping"), back pain ("low back pain") and pain in extremity ("occasionally upper legs pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the device breakage, pelvic pain, procedural haemorrhage, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, urinary tract infection, fatigue, headache, nausea, lymphadenopathy, vaginal haemorrhage, hypersensitivity, allergy to metals, abdominal pain lower and pain in extremity outcome was unknown and the metrorrhagia and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, lymphadenopathy, menorrhagia, metrorrhagia, nausea, pain in extremity, pelvic pain, procedural haemorrhage, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for chronic ,dysmenorrhea (cramping). New events: dyspareunia (painful sexual intercourse),pelvic/ abdominal pain , metrorhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding), , uti, fatigue, headaches, nausea,lymph node swelling in groin . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: the left fallopian tube is occluded.there may also be fracture at the proximal end of the right essure device.. Imaging procedure - on 06-apr-2012: bilateral occlusion. X-ray - on an unknown date: bilateral and symmetrical placement of the essure was on both sides.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lymphadenopathy batch number: 810875 manufacture date: 2010-12 expiration date:2013-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2019: quality-safety evaluation of product technical complaints incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture- right essure') and pelvic pain ('pelvic pain female/ pain') in an adult female patient who had essure (batch no. 810875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence, gallbladder disease nos, depression and atony of bladder. Previously administered products included for contraception: ortho novum from 2007 to 2011; for bladder infection: antibiotics. Concurrent conditions included cystitis interstitial, urethritis, carpal tunnel syndrome and lumpectomy (breast cancer). Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall). In (B)(6) 2011, the patient experienced procedural haemorrhage ("complications at the time of essure placement- bleeding for a short period"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/ excess bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), lymphadenopathy ("lymph node swelling in groin area/ lymph node swelling in groin area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction") and allergy to metals ("nickel allergy /allergic or hypersensitivity reaction type: allergic to metals"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic,dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), abdominal pain lower ("low abdomen pain/ cramping"), back pain ("low back pain") and pain in extremity ("occasionally upper legs pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, procedural haemorrhage, dyspareunia, abdominal pain, psychological trauma, urinary tract infection, fatigue, headache, nausea, lymphadenopathy, hypersensitivity, allergy to metals, abdominal pain lower and pain in extremity outcome was unknown and the genital haemorrhage, dysmenorrhoea, metrorrhagia, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, lymphadenopathy, menorrhagia, metrorrhagia, nausea, pain in extremity, pelvic pain, procedural haemorrhage, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for chronic ,dysmenorrhea (cramping). New events: dyspareunia (painful sexual intercourse),pelvic/ abdominal pain , metrorhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding), , uti, fatigue, headaches, nausea,lymph node swelling in groin . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the left fallopian tube is occluded.there may also be fracture at the proximal end of the right essure device.. Imaging procedure - on (B)(6) 2012: bilateral occlusion. X-ray - on an unknown date: bilateral and symmetrical placement of the essure was on both sides.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lymphadenopathy batch number: 810875, manufacture date: 2010-12, expiration date:2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs received : event dysmenorrhea outcome updated, concomitant drug and medical history added.seriousness criteria (medically significant) of event genital hemorrhage and procedural hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.